Manufacturer narrative:
Expiration date: the reported expiration date is 07/08/2024. Although this information is entered, it does not show on the pdf submission report.

Event description:
The spouse of a patient using v-go reported that the patient experienced 5 v-go devices fall off the back of his arm from the last 2 boxes. The reporter stated that a v-go that fell off on (B)(6) 2022 was worn for about 5 hours. The reporter confirmed that the patient uses an alcohol swab to clean the infusion site prior to applying the v-go. It was reported that a sample was available for return to the manufacturer for evaluation. However to date, the device has not been returned.